Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a powerglide tip sheared off while attempting to place. He stated he got in the vein, wire advanced and then when he went to advance the catheter it would not advance all the way, it appeared the vessel has spasmed down. When he went to remove the device he felt some resistance right at the insertion site and inspected the end of the catheter and appeared a piece of the tip was sheared off. The retained segment was not found, unsure if it broke off inside or just outside the patient. No other intervention was needed. No patient injury. Unfortunately, he did not save the device for inspection.